Event description:
Dealer is stating that the unit is broken at a weld, in the rear near where the rear wheel connects. Dealer does not know what happened, it was just dropped off at the repair center, and replaced.